Event description:
It was reported that the device was explanted after implant duration of approximately 89.2 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis and aortic insufficiency.

Event description:
The baxter technical service department received report from the biomed technician at customers facility on 8/27/09 regarding an overinfusion that occurred on an infus-or pump. The biomed technician reported the drug being administered was remifentanil 25 mcg on (B) (6) 2009. The pump was set at a dosage of 1.0 ml and the patient's (B) (6), infusion rate was 2.6 ml per minute. The anesthesiologist felt medication delivered too fast. No patient injury or medical intervention was reported. No additional information is available on this incident.

Manufacturer narrative:
Device has been received for evaluation. Reported issue of overinfusion was not confirmed. Accurracy testing was performed, and the device met all specifications.

Manufacturer narrative:
(B) (4)device has been received for evaluation. An evaluation will be performed and a follow-up medwatch will be submitted.